Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus repair facility for evaluation, and the customer¿s allegation was not confirmed. In addition, evaluation of the device observed the following non-reportable finding: the light cover glasses were chipped, the adhesive on the light cover glasses and optical cover glass were worn, the distal end adhesive was lifting, there was water leakage in the suction connector, the angles (up, down, and right), the up/down angle play, and left/right angle play does not meet specifications. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had an angulation malfunction. During evaluation, the following reportable issue of contamination within the air and water channel was found. There were no reports of patient/user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.